Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level were 54 mg/dl, 41 mg/dl. The customer treated low blood glucose value with coke, graham crackers and glucose tablets. Customer reported that they received change sensor, lost sensor signal, cannot find sensor signal. The customer assisted with troubleshooting for loss of communication and charging the transmitter. Customer declined to troubleshoot for low reservoir. The insulin pump will not be returned for analysis.